Event description:
During a patient use event, the user is questioning why the device did not advise a shock for what appeared to be a shockable rhythm. A xl defibrillator was used as well but the patient did not survive.

Manufacturer narrative:
(B)(4).